Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced false positive results for the n1 and n2 targets, which it could not differentiate between. There was no report of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter: "the bd max sars cov2 flu test (445011) is not compatible with the interpretation algorithm recommended in (B)(6). Where did the incident occur: during use. Detailed incident description: the new bd max sars cov2 flu assay does not differentiate between n1 and n2 targets from sars cov2. As a result, the user can no longer apply the interpretation algorithm currently used and recommended by. If only one target is positive with a CT value greater than 33 cycles, the sample is ironed. The risk for the laboratory is of not being able to follow the national recommendations and of rendering false positive results for sars cov2. In addition, it is not possible to send the CT values to the laboratory's computer system (this was the case with the bd max sars cov2 test: 44500301), which prevents the laboratory from automatically generating the count. Rendering results."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Correction: after further review, this was found to be a non-reportable event. No bd max sars-cov-2 assay false results were obtained by customer; there was only a product concern about the design functionality of the assay. There was no report of serious injury, medical intervention, or reportable device malfunction. This particular event is likely to be associated with a short-term interruption in the device's ability to perform as intended and clinically inconsequential prolongation in diagnostic identification. These results are not associated with urgent or stat diagnostic tests. In addition, labs usually have an alternate means for processing tests. Therefore, this complaint will be cancelled.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced false positive results for the n1 and n2 targets, which it could not differentiate between. There was no report of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter: "the bd max sars cov2 flu test (445011) is not compatible with the interpretation algorithm recommended in france. Where did the incident occur: during use. Detailed incident description: the new bd max sars cov2 flu assay does not differentiate between n1 and n2 targets from sars cov2. As a result, the user can no longer apply the interpretation algorithm currently used and recommended by... If only one target is positive with a CT value greater than 33 cycles, the sample is ironed. The risk for the laboratory is of not being able to follow the national recommendations... And of rendering false positive results for sars cov2. In addition, it is not possible to send the CT values to the laboratory's computer system (this was the case with the bd max sars cov2 test: 44500301), which prevents the laboratory from automatically generating the count. Rendering results.".